Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to loss of fluid form system. All the components were removed and replaced with a new ipp. No information about the patient's outcome was provided. No more information is available at the moment.